Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to two of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus and in the fundus of the stomach during an esophagogastric fundic varices ligation procedure performed on (B)(6) 2021. During the procedure, the physician was about to deploy the second elastic band; however, the band could not be deployed. Reportedly, the device was withdrawn out of the patient and all the bands were intentionally deployed at the same time. The same issue happened with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up this ligation device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additionally according to the complainant, the speedband superview super 7 device was used in the fundus of the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable issue of bands failed to deploy. Medical device problem code a150103 captures the reportable issue of bands prematurely deployed. Block h10: investigation results. The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was partially rolled in the handle assembly and there was evidence that the trip wire was secured in the handle slot when received; however, it was found kinked at the proximal section. The suture was broken with one section was attached to the trip wire loop and the other section was attached to the ligator head. Further analysis noted that the evidence of suture broken was likely to separate the device from the scope. This condition is not considered as an issue of the device. The ligator head was returned with one band attached on it and some of the ligator head teeth were bent, indicating that the device experienced a deployment failure. The suture hole was in good condition and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly and no other issues with the device were noted. The trip wire bent/kinked could occur during the device setup securing the trip wire in handle slot and rotating the handle during the use of the device. Additionally the ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. Based on the evaluation of the returned device, these failures are likely due to handling and manipulation of the device. Additionally; it is very important to mention that during manufacturing the product is inspected to ensure its proper integrity and there is no control in how the units are handled at the field. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU). It was reported that the device was performed in the fundus of the stomach. Per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Event description:
Note: this report pertains to two of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus and in the fundus of the stomach during an esophagogastric fundic varices ligation procedure performed on (B)(6) 2021. During the procedure, the physician was about to deploy the second elastic band; however, the band could not be deployed. Reportedly, the device was withdrawn out of the patient and all the bands were untentionally deployed at the same time. The same issue happened with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up this ligation device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additionally according to the complainant, the speedband superview super 7 device was used in the fundus of the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.